Event description:
On (B)(6) 2009, the patient underwent endovascular repair of an infectious thoracic aortic aneurysm rupture using two gore® tag® thoracic endoprostheses (tg2815/06790859, tg3110/06369969). The patient tolerated the procedure without endoleaks revealed. On (B)(6) 2009, a follow-up imaging showed a type ii endoleak. Aneurysmal diameter was 51 mm. Later in follow-up studies, the type ii endoleak had persisted though the aneurysm diameter had shrunk. Reintervention had not been performed. On (B)(6) 2012, in three-year follow-up study, it was revealed that the aneurysm diameter had enlarged to 58 mm with the type ii endoleak still remaining. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2013, in four-year follow-up study, the type ii endoleak had still persisted though the aneurysmal diameter had shrunk to 54mm. A wait-and-watch approach to the endoleak had been continued.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.